Event description:
A patient underwent left inguinal hernia repair. During the wound closure a 4-0,c-13 needle and suture were used. After two passes were made, the needle broke off of the suture. The sutures were removed and the process was started over with a new pack. The wound closure was completed without incident.